Event description:
Boston scientific received information that this lv lead exhibited high pacing thresholds and was dislodged as observed on x-ray. Additional information obtained from the field representative revealed this lv lead was repositioned successfully. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.